Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 575 mg/dl. Customers blood glucose value before the hospitalization was over the 600mg/dl and other blood glucose value was 229 mg/dl and 456 mg/dl. Customer was declined the troubleshooting for high blood glucose value. The customer was treated with intravenous fluid. The customer was wearing the insulin pump during the hospitalization. The device will not be returned for analysis.